Manufacturer narrative:
This product is registered as a combination product.the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise leading to oversensing and low pacing impedance were observed on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed visually. No intervention was performed; the patient was stable and there were no adverse consequences.